Event description:
Patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction. The patient's diabetes educator stated that the patient had changed the basal insulin delivery rate recommended by her md and had not been properly bolusing to compensate for meals. The patient resumed insulin pump therapy prior to discharge and has continued to use the pump with no reported subsequent events.